Manufacturer narrative:
The awareness date should have been (B)(6) 2017 rather than (B)(6) 2017.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.